Event description:
It was reported that approx 7-10 days before refills the pt feels like the pump "isn't giving as much". The pt reported that the hcp wanted to explant her device, but she doesn't want her device removed because it has changed her life. The pt experienced increased pain. Per the hcp, there's a pump malfunction and the device has or will be explanted. Pt outcome was reported to be "serious injury/illness-recovered without sequelae". The type of medication, concentration, and daily dose being administered via the pump were not reported.

Manufacturer narrative:
(B) (4).